Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting high pacing thresholds, loss of capture and a gradual rise on the pacing impedance measurements, leading to out of range measurements. A lead conductor failure is being suspected. Another lead was implanted instead. No further adverse patient effects were reported.

Manufacturer narrative:
Information was corrected from the following fields: e1: initial reporter country.

Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting high pacing thresholds, loss of capture and a gradual rise on the pacing impedance measurements, leading to out of range measurements. A lead conductor failure is being suspected. Another lead was implanted instead. No further adverse patient effects were reported.